Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
Customer reported that they called last year because of high blood glucose and hospitalization. Customer's blood glucose went as high as 400 mg/dl and they were vomiting for months. Customer was wearing the insulin pump when admitted into the emergency room. Customer was advised that they would be sent a loaner insulin pump, however, 10 minutes after that phone call the device started smoking and melted on the customer's leg. Customer advised they called back and were told that their device would be analyzed once received. Customer advised that their doctor and they have tried contacting medtronic several times and never received a phone call. Troubleshooting for the cosmetic damage was performed. Customer advised the damage on the device is discoloration and it's underneath the battery. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for further analysis.